Event description:
The pt alleged that the device surged during an electrotherapy treatment. The pt was receiving an electrotherapy treatment for a groin injury and the electrotherapy device lost power. Upon loss of power, the pt complained that the device produced an electrical surge. The resultant surge caused the patient discomfort. The clinician indicated that the pt was being treated with the premod electrotherapy waveform. No other treatment details was provided. No injury was reported as a result of the event. Pt 1 of 4.

Manufacturer narrative:
A device evaluation was performed by our engineering departement. Root cause is unk because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrode have been reported with the use of the powered muscle stimulators.

Event description:
The pt alleged that the device surged during an electrotherapy treatment. The pt was receiving an electrotherapy treatment for a groin injury and the electrotherapy device lost power. Upon loss of power, the patient complained that the device produced an electrical surge. The resultant surge caused the pt discomfort. The clinician indicated that the pt was being treated with the premod electrotherapy waveform. No other treatment details was provided. No injury was reported as a result of the event. Pt 2 of 4.

Event description:
The pt alleged that the device surged during an electrotherapy treatment. The pt was receiving an electrotheraphy treatment for shoulder pain and the electrotherapy device lost pwoer. Upon loss of power, the pt complained that the device produced an electrical surge. The resultant surge caused the pt discomfort.the clinican indicated that the pt was being treatment details was provided. No injury was reported as a result of the event. Pt 4 of 4

Event description:
The pt alleged that the device surged during an electrotherapy treatment. The pt was receiving an electrotherapy treatment and the electrotherapy device lost power. Upon loss of power, the pt complaint that the device produced an electrical surge. The resultant surge caused the pt discomfort. The clinician indicated that the pt was being treated with the premod electrotherapy waveform. No other treatment details was provided. No injury was reported as a result of the event. Pt 3 of 4.